Manufacturer narrative:
. Section d6b: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. . Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The complaint pertains to a three-piece monofocal non-preloaded intraocular lens (iol) that did not sit properly in the eye during application, with the surgeon suspecting that one of the haptics may have been kinked or bent. The lens was explanted, and the patient was referred to another surgeon for a secondary procedure. Additional information received indicated that the intraocular lens was removed during the same procedure. There was a 10-minute delay in the procedure. No further information was provided.